Event description:
This senior medical affairs specialist reviewed the customer care advocate's, cca's, documentation. The patient/layperson alleged she experienced dizziness and sweating after her meter prompted ER 5. The patient self treated with food and drink. No medical intervention was required. This complaint is reported due to an allegation of symptoms that can be associated with serious hypoglycemia that developed after the reported issue that was not resolved. The meter and teststrips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.